Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window corners, cracked on battery tube threads and missing end cap sticker. No moisture damage inside pump noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to sweat. Blood glucose level at the time of the incident was 135 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.